Manufacturer narrative:
Unit received with blank display due to corroded battery tube. Unable to perform operating currents, self-test, unexpected restart error test and displacement test or verify low battery alarm due to blank display. Unit had cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had a blank display. The blood glucose level was unknown. Customer also stated that there was a crack on the battery compartment. The product will return for the analysis.